Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals and low impedance output due to lead breakage or fracture. X ray imaging revealed that the patient had twiddled the involved pacemaker which was at the opposite side from the original position in the pocket. The implanting physician did not suture down the involved pacemaker. Isometrics and pocket manipulation were performed as troubleshooting steps to resolve. This ra lead was explanted, replaced with the same model and disposed due to contamination. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals and low impedance output due to lead breakage or fracture. X ray imaging revealed that the patient had twiddled the involved pacemaker which was at the opposite side from the original position in the pocket. The implanting physician did not suture down the involved pacemaker. Isometrics and pocket manipulation were performed as troubleshooting steps to resolve. This ra lead was explanted, replaced with the same model and disposed due to contamination. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed.a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.review of labeling determined that the complaint situation was listed in the manual. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions because the complaint evidence indicated the reported observation was likely the result of the user not following the manufacturer instructions.